Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported ¿green bone wasn¿t being removed. Clarification: resected bone was not showing on the screen. Case type: tka¿. Product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review. Review of the device history records associated with rob731 indicate that on (B)(6) 2018 quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tka software - software error. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Green bone wasn¿t being removed. Clarification: resected bone was not showing on the screen. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Green bone wasn¿t being removed. Clarification: resected bone was not showing on the screen. Case type: tka.